Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose level on unknown date with unknown blood glucose. The customer¿s mother also reported that the infusion set cannula was bent. The customer¿s mother was declined to troubleshoot for high blood glucose level. The customer was assisted troubleshooting for bent cannula. The insulin pump will not be returned for analysis.